Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" messgage. Complainant indicated that there was not patient involvement in the reported malfunction.